Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-057165 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient reported that her transmitter and the tandem pump were not pairing, and it stopped working in the middle of the night. The patient stated it kept saying invalid transmitter and according to her it was the sensor that malfunctioned, so she called tandem and tried to reset the pump but it failed and had an error message. The patient claimed she is only using the clarity app and t-connect. The patient felt that the device had malfunctioned as the value kept reading high. On (B)(6) 2023, the patient started to get sick and felt like she was "losing her mind and, she doesn't know where she¿s at or what¿s going on". When she checked her bg using fingerstick the reading showed 500 mg/dl and was not able to get it under control. Her husband took her to the hospital, the patient could not recall what medications were provided but mentioned insulin and IV fluid for dehydration. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.